Event description:
It was reported that during a lap gastric bypass procedure, the device gave an error code 5. Used a second device to complete the case. No patient consequence was reported.

Manufacturer narrative:
Date sent: 10/31/2007. Evaluation summary: the device was received in good condition. No visible damage was noted. The hand-activation contacts were in good condition. The device was tested on a generator and it was found that the hand control switch assembly buttons were not functional. Complaint information is trended on a regular basis to determine if further investigation is warranted. A batch record review was performed and no anomalies were found during the manufacturing process.